Event description:
The patient had undergone irradiation for breast cancer 30 years ago and had a history of atrial fibrillation for many years. The physician planned to occlude the left atrial appendage before closing a fairly small atrial septal defect with a permanent left-right shunt. During the attempted implantation, the 20 mm asd device deformed into a cobra shape and embolized into the left atrium. Percutaneous removal was not attempted immediately following the unsuccessful implantation. However, the patient remained on IV heparin overnight and was sent to surgery the next day. The device was found partially wedged in the left atrial appendage. Both appendages were clipped and a fairly small atrial septal defect was surgically closed. The patient was discharged in good condition a few days following surgery.